Event description:
Patient was undergoing a novasure ablation for uterine bleeding and the device -novasure - would not fully retract due to the sleeve "wrinkling" at the end of the case. This is a problem as the novasure is inserted into the cervix to perform the procedure and then must be retracted to be removed from the uterus. Because it would not fully retract, there was trauma to the cervix resulting in bleeding that required cauterization. The patient did well and no serious or permanent injury occurred. However, if the novasure had not retracted partially -as it did in this case - an incision would have had to been made to remove from the uterus. Dates of use: (B) (6) 2010. Diagnosis or reason for use: menorrhagia. Dysfunctional uterine bleeding.